Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 196 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit. Customer realize there were air bubbles in reservoir. Customer was advised to return infusion sets for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.